Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 3 of 4 allegations of hospitalization. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records: (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. This is 3 of 4 allegations of hospitalization. The patient reported 4 instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient experienced an unspecified malfunction that required hospitalization. It was documented that "the patient was in the hospital four times within two weeks because of all the issues." The specific malfunction, duration of hospital stay, and type of treatment provided were not specified. Due diligence attempts to contact the reporter for more information were unsuccessful. Data was evaluated and the allegation was undetermined. Confirmation of the allegation and probable cause could not be determined. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.